Event description:
It was reported the seal came loose from housing. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; main seal was pinched outside of upper and lower cases. Analysis also found the lower case and hanger assembly were contaminated, display wire insulation was pinched (wire insulation not compromised), and the encoder nuts were not torqued to specification. (B)(4).